Event description:
Procedure performed: open hysterectomy bso. Event description: at the end of the procedure the eb240 blocked when [surgeon's name] was sealing/cutting the cervix and they got the first alarm. They took a scissor and cut the eb240 off the cervix. Once the eb240 was released from the cervix he opened again. They continued and it blocked for a second time on the cervix with a second alarm. This time they used the monopolar to free the eb240 with tissue in the jaws. After being released the eb240 didn¿t open again, they needed to use a lot of force to finally open it and take the tissue (cervix) out. The procedure was finished so they didn¿t needed to use it again. Information received on (B)(6) 2022: the surgeon this afternoon for more info. Eb240 was blocked on the cervix tissue and they couldn¿t open it so needed to cut it, second time they used the monopolar to avoid bleeding. The surgeon wanted to regrasp after the alarms occurred, and couldn't open the jaws. Type of intervention: device replacement. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws of the event unit would not open. Testing was performed on the event unit and the blade was found to be slightly bent. Based on the condition of the returned unit and the description of the event, the root cause of the reported event was due to the bent blade. However, the exact root cause of the bent blade is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.